Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cable was exposed. A field service engineer (fse) inspected the cable running from the main unit to the tower and communication sled and confirmed that the cable was damaged and stretched. The medcart cable was replaced with a 25 foot cable. Verified through an inventory check to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the cable was exposing wires. However, there were no delays or adverse events or injuries reported based on this event.